Event description:
A malfunction occurred on the customer's pump while it was charging. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not addressed the elevated bg at the time of report. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.